Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device. The device was subjected to bench handling and power cycling without duplicating the customer's report. An internal inspection did not find any discrepancies. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.